Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure. The doctor described torque speed as normal, but slow to respone in auto reverse. Cross reference MFR. Report # 2320721-2004-00087.